Event description:
Information received indicates the hi/low function moved unintentionally when the bed was plugged in to an electrical outlet.

Manufacturer narrative:
The facilities maintenance replaced the left side rail cable to repair the bed.